Event description:
It was reported that a patient received a vibratory alert for non-sustained lead noise and came in for a clinic follow-up. It was observed that the non-sustained lead noise episode occurred due to intermittent pvcs resulting in sensing latency between the near field and the far field channel. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Follow-up with the clinic noted that no programming changes were made and that the lv lead was repositioned. The patient was doing well after the revision.